Manufacturer narrative:
Date sent to the FDA: 11/17/2016. Representative samples have been subjected to visual inspection of the foil sealing and no deviations could be found. Furthermore packaging integrity test was performed and results met the specified quality requirements.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts will be made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. Following the procedure, the patient experienced wound healing disorder- dermonecrosis. No further information is available at this time.